Event description:
Equipment failure, specifically related to scd motor. Motor was attached to scd sleeves, after a few seconds began to beep. Sleeves were readjusted, machine re-started with same result.